Event description:
Customer reports to have experienced keypad anomaly. Customer reports that the back light would not shut off, the screen was locked and cannot be unlocked by pressing act and b button and arrow buttons were not responding. Customer reports that insulin pump fell on the floor. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The back light turned on and off properly during testing. The device had minor scratches on the lcd window, cracked belt clip slot, and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.